Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. Vascular access was obtained utilizing contralateral approach. The 99% in-stent restenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 5.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during inflation the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. There were no patient complications nor injuries reported.